Event description:
Caller alleged imprecision with the inratio2 meter compared. Complaint summary: date: (B)(6) 2013, inratio results: (1.5, 2.0). Pt's therapeutic range was not provided. Target inr is 2.3. No further info was provided.

Manufacturer narrative:
Investigation pending.